Event description:
On (B)(6) 2024, a patient underwent a ultrasound guided breast biopsy procedure using the maxcore device. During the procedure, the device was allegedly failed to cock. It was further reported that the device was failed to shoot. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore device was received for evaluation. Upon visual evaluation, the device appeared to have residue throughout and with protective tubing and no yellow guard attached to the needle. The device was received in half primed position. The side trigger was noted to be dislodged from the outer housing. No damage was noted to the trigger. During functional testing, the side trigger was reattached for evaluation purposes. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to prime and failure to fire as the device was able to prime and fire properly and obtained all 6 samples with no issues. However, the investigation is confirmed for the identified detachment as the side trigger was noted to be detached from the device. A definitive root cause for the alleged failure to fire, failure to prime and identified detachment of device or device component could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.